Manufacturer narrative:
The plant investigation is anticipated and upon completion, a supplemental report will be submitted.

Event description:
The facility biomed tech called tech support requesting service for a granuflo mixer that had caught on fire during the dissolution mode. A fire extinguisher was used to put out the fire and the fire dept was called to the location. There were no injuries to the staff or to the pts. The mixer was taken out of service for repair.